Event description:
Reporter alleged obtaining a discrepant blood glucose result of 223 mg/dl on advantage system 1 compared back to back with a result of 83 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot#: 550804, exp date: 01/31/2010). Ref. Medwatch report with a1 pt for the suspect device used in system 1.